Event description:
Portion of the electrodes ceramic tip broke off during use. Dr retrieved the piece and completed the case with another device. Reported no adverse pt event as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.